Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture thresholds and low sensing was observed on the right ventricular lead. This was attributed to poor placement at the original implant. The lead was explanted and replaced. The patient was stable.